Manufacturer narrative:
Concomitant medical products: product ID :977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-aug-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 20-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that after a programming session they had inadequate pain relief and a loss of coverage. An x-ray showed the leads had migrated at least one vertebral body. There were no external or patient factors that were known to have contributed to the issue. Reprogramming was done but could not get back coverage of the painful areas. A revision was scheduled for (B)(6) 2021. The issue was not resolved at the time of the report.